Manufacturer narrative:
Investigation results: during a comprehensive review of the reported event, the failure mode was noted as being separation of the proximal weld. Therefore, the complaint was originally assessed as being non MDR-reportable. However, the manufacturer's investigation revealed that the device had separated at the distal weld. As this failure mode was escalated to a reportable malfunction in november 2017, this complaint was reassessed and found to be MDR-reportable. One 8360-10, 5mmx36cm atra umatic dual action grasper device used for previous treatment, was returned for evaluation. This is a ten year old reusable instrument. Inspection confirmed that the jaw mechanism no longer functioned properly. The distal portion of the grasper separated f rom the rest of the shaft. The kynar sheath was absent. The scissor function no longer moved the paddles correctly. Batch review did not indicate a condition or product/procedure failure that supported the allegation but repeat failures drove identification of a systemic jaw and rotational malfunction due to sub-par assembly material used in the housing assembly. Force was also a factor in this case but it is unknown whether it occurred prior to or post rotational difficulty. Complaint history review indicated no similar allegations for the lot number reported. Per instructions for use aesculap prestige endoscopic graspers are designed to grasp soft tissue structures during endoscopic procedures. Aesculap endoscopic graspers are designed to be us ed through a cannula, or port, commonly called a trocar sleeve. Any use of an instrument for a task other than its intended purpose will usually result in a damaged or broken instrument. Lateral pressure on the instrument when inserting or removing it may damage the shaft or the working tip. Instruments must be handled carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage". Product met specifications upon release to distribution.

Event description:
It was reported that there was an issue with a prestige grasper. According to the complainant, the device was separated at the distal weld. The complaint device was returned to the manufacturer for evaluation. There was no patient involvement and the malfunction did not cause or contribute to a procedural delay. The malfunction is filed under aic reference (B)(4).